Manufacturer narrative:
A partial lead with the pin measuring 11.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during the generator change due to normal eri, an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. Patient was stable.